Event description:
The etco2 has a calibration failure. Customer confirms there was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.